Event description:
The reporter contacted animas on (B)(6) 2012 alleging that after changing the battery the pump chirped and vibrated and then the screen went blank and it seems to have powered off. The patient tried a second new battery and the pump will not turn on. The patient denies damage to the pump casing. This report is being made based on the allegation that the pump will not power on.

Manufacturer narrative:
(B)(4): a review of the black box showed no evidence of power issues. There was no damage to the battery compartment; the battery cap was not returned with the pump for investigation. A test cap was inserted and teh pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.